Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) had reused single-use supplies on the homechoice (hc) device during fill 1 of 4, patient was connected. The hp stated that they had changed out the heater bag in an attempt to clear the alarm. The technical service representative (tsr) asked the hp if they had changed any other supplies or just connected a new heater bag to the set up and the hp indicated that they had only replaced the heater bag. The tsr explained that the hp had compromised the set up and were risking an infection. The tsr assisted the hp with ending therapy and removing the cassette. The tsr explained the proper procedure to the hp and advised to start over with all new supplies. There was no serious injury or medical intervention reported.